Event description:
The report stated that soon after activating the sealing function, the regrasp alert sounded repeatedly. The site replaced the generator, but nothing changed. The procedure was delayed more than 30 minutes. No tissue damage was reported.

Manufacturer narrative:
The regrasp alert is a safety feature designed to inform the surgeon that the sel has not been completed.